Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Do you have the lot number of the har36? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, when cutting and coagulating during the third firing, the white teflon was detached from the tip. Surgery was not delayed due to the event and was successfully completed with a new device. No fragments were generated and there were no patient consequences. There was no other medical intervention required.